Manufacturer narrative:
As reported, an expired optifix at fixation device was inadvertently implanted into the patient. There was no adverse outcome associated with the patient. The package was found to be intact, and this event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair, optifix at fixation device which had a labeled expiration date of 28-nov-2024 was implanted in the patient on (B)(6) 2025. It was reported that no malfunction of the device other than it was expired. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue.